Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for trigl triglycerides (trigl) between a cobas 4000 c (311) stand alone system (analyzer a) and a cobas integra 400 plus (analyzer b). Further analysis of the data also revealed a discrepant result for ldlc3 ldl-cholesterol gen 3 (ldlc3) between analyzer a and analyzer b. The initial trigl result on analyzer a was 518.2 mg/dl. The sample was repeated on analyzer b with a trigl result of 41 mg/dl, 53 mg/dl, and 41 mg/dl. Later on the same day trigl testing was repeated on analyzer a with a result of 48.2 mg/dl. The initial ldlc3 result on analyzer a was 62 mg/dl. The sample was repeated on analyzer b with a ldlc3 result of 168.65 mg/dl. The erroneous results were not reported outside of the laboratory. There was no allegation of any adverse event. The trigl reagent lot was 251378 with an expiration date of 30-jun-2018. The ldlc3 reagent lot and expiration date information was not provided. For analyzer a the lamp change and the reaction cuvette change maintenance items had been done last month. Further investigation decided a general reagent problem could be excluded as both calibration and qc were acceptable. In addition the pre-analytics seem to be acceptable. A possible root cause could be a contamination and or pipetting error based on the untypical reaction monitor provided for the initial trigl result. It was also noted that analyzer a had frequent "water reservoir level too low" alarms pointing to possible instrument issues.